Event description:
A complainant indicated that she received a blood glucose reading of 417mg/dl. Not feeling well she called the emt and using a competitive method approximately 30 minutes later a result of 129mg/dl was obtained. No medication or food was taken between readings. While on the phone check strip and normal control results were satisfactory. Technique was reviewed and the customer was improperly applying the blood to the test sensor. Her technique was improved. A request was made to return the system for evaluation.